Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. The patient's wife stated that the patient woke up in the morning in a stupor and had a seizure. The paramedics were called, and she indicated that the patient's blood sugar went as low as 32 mg/dl, was transported to the hospital and admitted around 6:45am. The patient's wife stated she was unsure of what the issue was with the dexcom system. At the time of contact, the patient was still in the hospital recovering. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.